Event description:
It was reported that an impedance test showed open circuits. The patient's usual settings are two programs at 2.2v and 2.0v, the pulse width for both is 330hz and 60hz, and impedances were normally around 630 ohms with 24 hour usage and no cycling. There were no falls reported, but the patient had open heart surgery. It was unknown when the open heart surgery took place. The implantable neurostimulator was located in the subclavicular area. It was stated that the open circuit problem would be fixed at the time of the future surgery. It was not stated when or if that surgery was planned. It was also stated that the ins was in over discharge, and then the device was successfully brought out of that state. It was state that the reason for over discharge was patient compliance. Further information has been requested, however, none was available at the time of this report. If more information is received a supplemental report will be sent.

Manufacturer narrative:
Product ID 389033, lot # j0455261v, implanted: (B)(6) 2005, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
Additional information received reported that this was the patient's first overdischarge. The patient did not feel that the device was holding a charge as well, despite being told by the manufacturer representative that the device would have to be 'exercised' to reach a normal recharge interval again. The patient insisted on the device being replaced. The revision was scheduled for (B)(6) 2012. It was later reported that during the revision procedure, there was a high impedance measurement on the lead and the lead was subsequently replaced. The impedance measurement or which contact had a high impedance were not reported.